Event description:
It was reported that the patient had a driveline fault alarm and backup battery fault alarm. Log file review captured a driveline power fault in addition to strings of low power advisories due to normal battery depletion. There was no interruption in pump support during these events. The modular cable and controller were exchanged on (B)(6) 2021 but the fault alarm persisted. The patient was sleeping when the alarm occurred and they were asymptomatic. There was no discoloration or visible damage noted on the driveline. Further log file review after the controller exchange revealed that the driveline fault was occurring in the same phase as the original controller. A pump stop occurred on the morning of (B)(6) 2021. Another controller exchange attempted while the pump was stopped due to a driveline fault and controller fault. The new controller was unable to start the pump. The patient reported that their modular cable connection had been getting warm for the past two weeks and they felt a small shock from it. The patient also reported that the controller had been getting very hot. The hot modular cable connection caused the patient to sustain burns to their skin. The controller and modular cable were disconnected from the patient. Patient was transferred to the intensive care unit (ICU) on dobutamine, epinephrine and inhaled nitric oxide. Related manufacturer reports: heartmate 3 lvas implant kit MFR # 2916596-2021-06925. Modular cable before exchange MFR # 2916596-2022-00533. Controller after first exchange MFR # 2916596-2022-00494. Controller after second exchange MFR # 2916596-2022-00534.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop event can be confirmed. The evaluation of the returned modular cable revealed the cable was intact, the outer insulation and the strain reliefs were in unremarkable condition. The evaluation of the connectors revealed the driveline connector was unremarkable and there was a significant amount of black debris inside the inline connector. There were no damaged/deformed pins inside the inline connector. Further analysis identified the debris as a biological material which was degraded by the electrical current. As a result, there was an electrical contact/short between the power, communication and one of the ground lines. The investigation was unable to identify the origin of the debris. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Production order (batch 7759631) from 03dec2020 was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.